Event description:
Additional information was received from the patient. They called back with the patient letter. They stated they did not know the cause of why the wires had been in the wrong place. They then reiterated device history: the manufacturing representative (rep) came to their urologist 5-6 years ago and they turned it off and back on and reset it but the patient could not tell if they had any improvement in their problem. The patient said the first one in 2012: all it did was hit their foot, their foot would shake all the time. The patient said they went in for their check up a week later and told the healthcare provider (hcp) it wasn't working and asked them to look at their foot. The hcp said "oh maybe it will," so the patient just turned it off and never went back. So then the patient was talking to one of the representatives who said, well go have another one put in. When asked if they thought the cause of the wires being put in the wrong place was determined, they said "must have been because they changed it."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# v003390 serial# implanted: (B)(6) 2006 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(6), ubd: 08-feb-2010, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient's first implant 20 years ago made their foot always jiggle. Additional information was received from the patient. They reported that they didn't know what caused their foot to always jiggle. Patient stated they turned it off. Patient reported they had a new one put in; they thought they had the wires in the wrong place.